Manufacturer narrative:
Complaint summary: complaint inconclusive. No sample returned for evaluation, received packaging only.

Event description:
It has been reported to us that the device did not transfer any energy. The device was removed and replaced. There is no report of patient injury and the device has not been returned for our analysis.